Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out-of-range (oor) shock lead impedance of <20 ohms, detected via the patient remote monitoring system. A few months back, lead test was conducted and all measurements were within normal range. Boston scientific technical services (ts) discussed potential issues related to lsi and discussed options on finding the source and resolving the issue. It was not recommended to configure the alert since therapy could be compromised. Ts recommended to test the system using a programmer. Ts also mentioned about commanded shock as the most accurate way of assessing shock impedance issue. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.